Manufacturer narrative:
Product complaint #(B)(4). Additional pro-codes: hxx, nkg. Initial reporter is j&j company representative. Investigation summary: background: it was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that there were two (2) screwdriver shaft stardrive t8 self-holding that were stripped. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: damage. Visual inspection: the sddrive screwdriver shaft t8 105mm (part #: 314.467, lot #: h569377) was received at us cq. Upon visual inspection, the distal tip of the screwdriver was stripped and worn. Device failure/defect was identified. Dimensional inspection: no dimensional inspection was done as the damage sustained by the device did not warrant a dimensional inspection. Document/specification review: 314_467 rev n (current) and rev m (manufactured) were reviewed. No design issues or discrepancies were identified. Complaint was confirmed. Investigation conclusion: this complaint is confirmed as the tip of the device was stripped and worn due to normal wear. The investigation also revealed the stripped and worn edges condition was due to multiple usage of the device; hence an indication of an end of life of the device. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 314.467, synthes lot #: h569377, supplier lot #: n/a, release to warehouse date: 07 aug 2018, manufactured by: (B)(4), no ncr's generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, while inspecting the instruments after going through the decontamination process, it was noticed that there were two (2) screwdriver shaft stardrive t8 self-holding that were stripped. There was no patient involvement. This complaint involves two (2) devices. This report is for one (1) sddrive screwdriver shaft t8 105mm. This report is 2 of 2 for (B)(4).